Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 16 x 3.00mm promus premier¿ stent was advanced but was not able to cross the lesion. After numerous attempts in crossing the lesion, it was noted that the stent was deformed. The physician suspected that the stent deformation was due to the excessive force applied when trying to cross the lesion. Balloon angioplasty was performed to treat the lesion and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the stent was pushed distally on the balloon. As a result the stent struts were twisted and misaligned. The proximal edge of the stent was located at 4mm distal to the distal edge of the proximal markerband. This type of damage is consistent with the stent strut getting caught on a restriction during withdrawal. No other damage was identified along the crimped stent. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was clear evidence of the stent crimp on the exposed section of balloon where the stent had been pushed distally on the balloon. An examination of the shaft identified that the shaft was bunched at 19.3cm to 19.4cm distal to the strain relief. This type of damage is consistent with excessive force having been applied to the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 16 x 3.00mm promus premier stent was advanced but was not able to cross the lesion. After numerous attempts in crossing the lesion, it was noted that the stent was deformed. The physician suspected that the stent deformation was due to the excessive force applied when trying to cross the lesion. Balloon angioplasty was performed to treat the lesion and the procedure was completed. No patient complications were reported and the patient&#62688;status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).